Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because cracked display was not resolved with troubleshooting.

Manufacturer narrative:
The 510(k)# is k082590. (B)(4) 2010: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's display was found to be cracked/broken. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
Lead dislodgement was also noted.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.